Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure on (B)(6) 2017. According to the complainant, subsequent to successful deployment of the clip, the hypotube came off into the patient and was left to pass naturally. The malfunction was confirmed by a photo sent by the customer showing the hypotube in the patient. The procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.